Event description:
It was reported that the patient presented in the emergency room after experiencing inappropriate shocks. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate shock were confirmed. As received, a partial lead was returned in two pieces. Electrical testing of the lead found an internal short between the inner coil and ring electrode cables conductor paths. Destructive analysis found an internal insulation abrasion breaching the ring electrode conductor cables lumen and inner coil lumen with an abrasion to one of the ring electrode cables etfe coating and an abrasion to the inner coil ptfe liner located at the distal region of the lead. The cause of the reported events was isolated to the exposure of the inner coil and ring electrode conductor paths in the abrasion zone.